Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer slide rail was broken. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer slide rail was broken. A field service engineer (fse) pulled the q pocket from drawer 3.1 in auxiliary and relocated to drawer 1.2 in the main, but all were empty q pockets into drawer 3.1. Then confirmed that the drawer 2.2 was failed and would not close due to damage bearing cage on the left side. So, the fse replaced drawer module three and draw module two. Then removed the cubie pockets from 2.1 to 2.2 and 3.1 to 3.2, then removed the two defective modules and installed 2 enhanced half height drawers. Assigned them as module two in module three. Reinstalled all the cubie pockets and verify proper operation. The system functioned as intended after the field service engineer repaired the device.